Manufacturer narrative:
A supplemental report is being submitted for corrections. 6b. Explanted date updated from (B)(6) 2021 to blank and d9 device eva luation updated from, yes, return date: (B)(6) 2021 to no. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. The reported high power event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information received from the site indicated that, in addition to increased pump power consumption, the patient presented with clinically significant hemolysis, elevated lactate dehydrogenase (ldh), and elevated plasma free hemoglobin associated with a pump thrombus. It was further reported that an echocardiogram and transthoracic echocardiogram (tte) were used to diagnose that the patient had a thrombus, and the patient was treated with thrombolytic therapy using tissue plasminogen activator (tpa). Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patientâ¿¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any â¿¿defectsâ¿¿ or has â¿¿malfunctionedâ¿¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Outcomes attributed to adverse event, describe event or problem, device available for evaluation?, and evaluation codes health effect impact codes were updated. Additional information has been requested regarding the lab values of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a 2d echocardiogram, transthoracic echocardiogram (tte), and review of log files were used to diagnose that the patient had a thrombus. The patient was treated with thrombolytic therapy using tissue plasminogen activator (tpa).

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the treatment provided and the log files for this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with clinically significant hemolysis, elevated lactate dehydrogenase (ldh) and elevated plasma free hemoglobin, and the ventricular assist device (vad) exhibited abnormal pump parameters including high power and high flow associated with a pump thrombus. It was noted that the patient's anticoagulation at the time of the event was controlled. The vad remains in use. No further patient complications have been reported as a result of this event.